Manufacturer narrative:
Citation: bouajila, a md. Et al. Usefulness of intracardiac echocardiography for the diagnosis of infective endocarditis following p ercutaneous pulmonary valve replacement. Cardiology in the young (2017). Sep;27(7):1406-1409 doi 10.1017/s1047951117000403 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that twenty-seven years after the implant of a hancock pulmonary valved conduit into a male patient, a transcatheter valve was implanted valve-in-valve due to stenosis and regurgitation. No additional adverse patient effects or product performance issues were reported.